Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the patient deteriorated and went into cardiac arrest. The device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation united kingdom. The device was tested at zoll UK with no issues noted. The mfc was not returned as part of the investigation and the returned pads were found to be contaminated which means they were unable to be tested. The log review did not yield any issues to support the customers report. The device passed all testing successfully. The device was recertified and returned to the customer for clinical use. No emerging trend based on similar reports.